Event description:
It was reported that during an unspecified spinal surgery the screw came out of the handle. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. A portion of the superior shaft tip is broken off and not returned at the centerline of the pivot pin forward. The location, and amount of force required in order to induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.